Manufacturer narrative:
This report is submitted on february 5, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site which was unsuccessfully treated with oral antibiotics. The patient was hospitalised and the abutment was removed under a general anaesthetic on (B)(6) 2021. The implant remains in-situ.